Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no physical problem with the device. Functional inspection found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to a pinhole located approximately at 52 mm from the tip of the device that causes inflation problem. Microscopic inspection found evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found approximately at 52 mm from the tip of the device is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the papilla during a choledocholithotomy procedure to treat common bile duct stones performed on (B)(6) 2025. During the procedure, the stone was relatively large, and when it was ready to expand, it was found that the balloon was ruptured. It was reported that no piece of the balloon detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. H6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the papilla during a choledocholithotomy procedure to treat common bile duct stones performed on (B)(6) 2025. During the procedure, the stone was relatively large, and when it was ready to expand, it was found that the balloon was ruptured. It was reported that no piece of the balloon detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.